Event description:
It was reported by the healthcare professional (hcp) that this right atrial (ra) lead exhibited an out of range (oor) atrial intrinsic amplitude. Technical services (ts) explained that the device performs measurements on a 21 hour daily cycle and reports data within a 24 hour reporting window, which can result in alerts without immediately available detailed data. This ra lead remains in service. No adverse patient effects were reported. Additional information indicated that this ra lead was explanted due to unknown reason. No new lead was implanted.